Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed a fiberoptic sensor failure message and the iab stopped transmitting the waveform. The central lumen was successful used as an alternate arterial source and therapy continued. There was no patient injury or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extender tubing and pressure tubing were also returned. Two catheter tubing kinks were observed near the y-fitting at approximately 74.7cm & 75.9cm from the iab tip. Additionally, an optical fiber break was also observed at approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The optical fiber was found to be broken confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed a fiberoptic sensor failure message and the iab stopped transmitting the waveform. The central lumen was successful used as an alternate arterial source and therapy continued. There was no patient injury or adverse event reported.